Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown cause. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to failure to capture. A new lead was implanted. No additional adverse patient effects were reported.